Event description:
This report was received from baxter global pharmacovigilance (gpv) and is a report by a physician from croatia of break in aseptic technique, bacterial peritonitis with culture positive for coagulase negative (B)(6), nausea and vomiting in a patient (born in (B)(6)) coincident with imported dianeal, unknown, and extraneal viaflex therapies. On (B)(6) 2009, the patient began dianeal, unknown, and extraneal viaflex (doses, lot numbers and frequencies not reported) intraperitoneally (ip) via automated peritoneal dialysis (apd). At the time of this report, the action taken with dianeal and extraneal therapies was unknown. On an unreported date, a break in aseptic technique occurred (details not provided). On (B)(6) 2012, the patient experienced abdominal pain, nausea and vomiting. It was reported that the cause of the bacterial peritonitis was due to the break in aseptic technique. On (B)(6) 2012, the patient began remedial therapy with mirocef (ceftazidime, igm daily ip) until (B)(6) 2012. On (B)(6) 2012, the patient began remedial therapy with ketocef (cefuroxime 1.5gm daily IV). The outcome of the peritonitis and reported break in aseptic technique is unknown. Medical history was not reported. Concomitant therapy was unknown. The physician reported the cause of the bacterial peritonitis was not related to dianeal therapy

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The complaint is confirmed. The assignable cause was undetermined. A labeling review was performed which found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.